Event description:
A consumer had essure inserted in her right tube. She instantly began to hurt and it got worse during the week. She reported her side effects were abdominal pain, back pain, sharp pain on her right side, bleeding, dizzy spells and fever. Exactly one week after implantation, the coil was removed and all pains that she had were gone.